Event description:
It was reported that the device exhibited premature battery depletion. No high voltage therapy was delivered to the patient and lead measurements appeared normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.